Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to power up monitor) has been confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The battery was excessively discharged and had an output of 0v. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) and reported that the battery was unable to power up a monitor.